Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a test failure alarm on their insulin pump. Customer's mother stated the alarm occurred after changing their infusion set. Customer's blood glucose was 202 mg/dl. Troubleshooting found the insulin pump passed a selftest. The correct bolus amount was also recorded in the customer's bolus history. Customer was advised to monitor their insulin pump. No additional information provided.